Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Malignant tumor. Who fired the device and what is his/her experience? Surgeon. The surgeon claims that he was trained on covidien, but has significant experience with ethicon. He indicated he would never use a device he wasn¿t comfortable with. Was the force to fire higher or lower than expected? It was not noted to be different. Was the safety removed prior to firing? Yes. Were the donuts and washer inspected? If so, please describe. Yes, they were inspected in the lab and say there were no staples in the donuts. Were staples visible in the surgical field during the primary procedure? No. Was a proctoscopy performed to inspect the staple line in the primary operation? Yes. Are the results of specimen inspection available? They were inspected in the lab and say there were no staples in the donuts.

Manufacturer narrative:
(B)(4). Batch # unk. Additional surgical intervention. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Not known. Who fired the device and what is his/her experience? Surgeon and no. Was the force to fire higher or lower than expected? Not known. Was there any audible or tactile feedback? Not known. Where in the green range was the device fired? Not known. When was safety removed prior to firing? Yes. Were the donuts and washer inspected? If so, please describe. Yes, no further information. Were staples visible in the surgical field during the primary procedure? No. The lab results confirmed no staples according to the surgeon. Was a proctoscopy performed to inspect the staple line in the primary operation? Yes. How was the leak test performed? Not known. What was done in the reoperation? Not known. Are the results of specimen inspection available? Will ask if available. What is the current patient status? Patient is currently fine.

Event description:
It was reported that during a sigmoid resection procedure, the surgeon fired the stapler. Reported they did a leak check, things were fine. They closed up the patient and later the same day, had to bring the patient back to the operating room. They inspected the anastomoses, and found no staples. A specimen was sent to the lab for inspection, those results were not available. During re-operation, it was unclear if a 33mm stapler was used (it was referenced). The anastomoses may have been hand sewn as well. One device was discarded.